Event description:
Reported that while they were using the device, the blade caught fire. The esu settings were at 20 watts. No pt injury. The hospital stated to co that a tonsillectomy was being performed. The pt's mouth was prepped with decadron. The pt was intubated. A metal mouth gag was used, too. Additionally, the doctor had made a comment to the staff that the area he was woking on was unusually moist.